Manufacturer narrative:
Product complaint # (B)(4). F10. Component code: g07002 - device not returned. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. 1. What is the lot no.? 2. Was the incident related to the surgiflo hemostatic matrix gelatin paste? 3. Was the incident related to the lyophilized thrombin? 4. Was it possible to reconstitute the thrombin? 5. Was the thrombin solution and the surgiflo hemostatic gelatin matrix mixed 6 times with no problems? 6. Was the ¿clot rocks¿ discovered before or after mixing? 7. Did the user mix the gelatin matrix with liquid (either sterile saline or sterile thrombin solution)? 8. How much liquid did the user add to the gelatin matrix? 9. Was the matrix used right after mixing? Was the surgery delayed? 10. If yes, how many minutes? 11. Please confirm that no sample will be returned. This report is being submitted pursuant to the provisions of 21 cfr part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that a patient underwent an anterior spinal fusion procedure on an unknown date and absorbable hemostat was used. The absorbable hemostat was not as hemostatic as a competitor product used during the procedure. They used both products. It was also reported that the absorbable hemostat created ¿clot rocks.¿ they opened a competitor product and the bleeding stopped to complete the procedure without patient harm or any other issues. No adverse patient consequences were reported. Additional information was requested.

Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
Product complaint # (B)(4). Additional information was requested, and the following was obtained: what is meant by ¿clot rocks¿?he said the product is turning into small rocks. - please elaborate on the hemostatic efficacy of surgiflo? Did it obtained hemostasis in the patient? No, it was not hemostatic so he opened floseal. - what type of bleeding was surgiflo use on? Cervical spine procedure. - how much surgiflo was used? Not sure. - please add more details to why floseal was preferred in the given situation? They said it provided better hemostasis. - please confirm that there was no patient harm? No patient harm. - can specific patient demographics initials / ID; age or date of birth; bmi; gender; patient pre-existing medical conditions (i.e. Allergies, history of reactions), all concomitant medications, past medical history, any treatment required for events, dose, frequency, and therapy dates of study drugs be provided? No. - what is the current condition of the patient? Unknown. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
Product complaint # (B)(4). Additional information was requested, and the following was obtained: 1. Was it possible to reconstitute the thrombin? Yes the thrombin was reconstituted. Surgeon stated he sees clot rocks when used on patient. 2. Was the thrombin solution and the surgiflo hemostatic gelatin matrix mixed 6 times with no problems? Yes. 3. Was the ¿clot rocks¿ discovered before or after mixing? The surgeon stated he saw the clot rocks under the microscope after using it on patient. 4. Did the user mix the gelatin matrix with liquid (either sterile saline or sterile thrombin solution)? It was mixed according to IFU. 5. How much liquid did the user add to the gelatin matrix? It was 2994 so they used what was in the saline syringe. 6. Was the matrix used right after mixing? Was the surgery delayed? It was mixed prior to surgery and used when needed. The following information was requested, but unavailable: 1. What is the lot no.? 2. Was the incident related to the surgiflo hemostatic matrix gelatin paste? 3. Was the incident related to the lyophilized thrombin? This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.